Event description:
The top of the exactamix 1000 ml eva container has not been properly heat- sealed and contents of the container had spilled all over hood during compounding. There was no patient involvement in this case. Dates of use: (B)(6) 2018.